Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported fluid leak and material hole issue as circumferential split was noted approximately 3mm from the distal end of the device. The device was patent to infusion and aspiration although a leak from the circumferential split was noted upon infusion. No further anomalies were observed during functional testing. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6(device, method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post catheter placement procedure, the catheter allegedly had leak on the hub. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. : the catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified.

Event description:
It was reported that sometime post catheter placement procedure, the catheter allegedly had leak on the hub. There was no reported patient injury.